Event description:
It was reported that a pump received a malfunction alarm. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support. No further information was available regarding the outcome of the event.